Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. The customer delivered a correction bolus to address the elevated bg; however, the customer subsequently experienced a low bg level resulting in the customer losing consciousness and convulsing. Low bg value was not provided. Suspected causes of the elevated and low bg levels were due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to initially address the low bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2023 with the issue resolved and no permanent damage; however, the customer the experienced post-traumatic stress disorder. The customer reverted to an alternate method of insulin therapy.